Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('mild cramping') and genital haemorrhage ('heavier bleeding / abnormal bleeding (general)') in an adult female patient who had essure (batch no. A36520) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included (B)(6) since 1997, weight loss, generalised itching, back pain, asc-us, hair loss, adrenal insufficiency, depressive disorder, mycobacterium avium complex infection, neutropenia, iris disorder and cytomegalovirus infection. Concomitant products included azithromycin (azithromycine), dapsone, diphenhydramine since 2016, hydrocortisone (hidrocortizon) and temazepam. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pain") and back pain ("lower back pain / pain back/ from lower back to hips"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and depression ("neurological conditions or problems type : depression") and was found to have weight decreased ("weight gain / loss/ weight loss"). In (B)(6) 2013, the patient experienced amenorrhoea ("other injury or complications: no period") and menstruation irregular ("irregular period"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("symptoms indicative of an allergic reaction") and arthralgia ("pain from lower back to hips"). The patient was treated with surgery (bilateral salpingectomies). Essure was removed on (B)(6) 2021. At the time of the report, the abdominal pain lower, genital haemorrhage, pelvic pain, back pain, hypersensitivity, alopecia, weight decreased, vaginal haemorrhage, heavy menstrual bleeding, depression, amenorrhoea, arthralgia and menstruation irregular outcome was unknown. The reporter considered abdominal pain lower, alopecia, amenorrhoea, arthralgia, back pain, depression, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, menstruation irregular, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: the essure implant was inserted in the right tubal ostia. The implant was released and 3 cords were visualized. The same procedure was done on the contralateral side and 4 cords were visualized on the left medical background current weight 120 lbs. Tivicay and prezcopix were unable to code due to who dd limitations. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Mr received: reporter was added, device removed, essure removal date was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.